Manufacturer narrative:
H.6. Investigation summary: customer returned (18) loose 1cc, 8mm syringes. Customer states that the plunger was difficult to move during injection and when drawing insulin. All returned syringes were tested and all plunger rods were able to be exercised in the barrel without any observed defects. Unable to perform DHR check for plunger rod difficult to move due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
Material no.: 928853, batch no.: unknown. It was reported that during use of the bd¿ 1ml, 30g x 8mm insulin syringe the consumer had difficulty in moving the plunger during injection and when drawing insulin. The following information was provided by the initial reporter: plunger difficult to move during injection and when he's drawing insulin. He was still able to use the syringes and get his complete dosage.

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 928853, batch no.: unknown it was reported that during use of the bd¿ 1ml, 30g x 8mm insulin syringe the consumer had difficulty in moving the plunger during injection and when drawing insulin. The following information was provided by the initial reporter: plunger difficult to move during injection and when he's drawing insulin. He was still able to use the syringes and get his complete dosage.